Event description:
Additional information received from the rep who covered the case noting that high impedance was not observed. The pre-op impedance was normal and only the generator was replaced. There was no note from the surgeon of any visible lead damage.

Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently listed the wrong date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient presented with high impedance and has been referred for surgery and their device was disabled. Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No known surgical intervention has occurred to date with the suspect product. No other relevant information has been received to date.